Event description:
During an in clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature depletion of the battery was suspected. A device was explanted and replaced to resolve the event. The patient was stable.